Event description:
Patient was undergoing a diagnostic cerebral angiogram and a perclose device was deployed at the end of the procedure. As the physician was trying to remove the device resistance was encountered and it was noted that the plastic portion of the perclose device had separated from the metal portion. A surgical consult was called and the patient required a cutdown procedure and underwent a removal of failed perclose device and repair of right common femoral artery. Ref MFR #: 2024168-2016-02476.